Event description:
The customer states unit alarmed patient circuit occluded, and the blower is not spinning. The customer reported that the unit was not in use on a patient. The issue was discovered during setup. The customer contacted product support and was advised to try swapping with a different motor controller (mc) pcb followed by the blower itself. Product support offered onsite service; caller declined stating that they will service the unit themselves. Product support emailed caller a rev. P service guide. The customer to make any repairs needed and will call back only if further assistance is needed. Biomed reported that the blower was replaced to address the reported issue. Based on information provided and/or service performed, the customer's alleged malfunction was confirmed, or failed to meet specifications. The cause of the reported issue is a blower failure.